Manufacturer narrative:
The insulin pump had off no power due to corroded battery tube. Analysis was unable to verify motor error alarm due to off no power anomaly. However, the motor was tested outside of the device and passed motor test. The insulin pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was performed. The device was returned for analysis.